Event description:
It was reported that the patient had no loss of therapy at the time of report. It was noted one month after implant in (B)(6) 2011 it was noticed on the right lead impedances greater than 4000 and at less than 15 ua. It was noted that the left lead was inactive at 0 volts. It was noted that the right lead was 60us, 130hz, 1.4v, 6+, and 7-. It was noted that was not run at default settings for electrode impedance. It was noted that ¿they¿ ran at 4.0v, 210us, and 30hz. It was further noted that the therapy impedance greater than 4000 was likely because it was tested so low at 1.4v and 60us. Additional information received reported that therapy and electrode impedance tests were done with puzzling result. It was noted that no x-ray was done. It was further noted that reprogramming was tried and that the patient did not report any return of symptoms. It was noted that no malfunctions were seen. It was further noted that the issue was caused by the same value of 1885 ohms impedance value on all electrodes in unipolar or bipolar mode while current showed less than 15 micro amps. It was noted that during the patients next visit they planned to shut off stimulation to see if patient¿s symptoms return. It was noted that the patient claimed symptoms being relieved at the time of report.

Manufacturer narrative:
(B)(4).